Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting on the exterior base of the grip tips. An additional observation not reported by the site: visual inspection of the conductor wire found it to exhibit thermal damage. The insulation appears to be slightly melted; however, no pieces were missing. The conductor wire is slightly exposed; however, no wires were physically damaged. An electrical continuity test was performed and the instrument passed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted endometriosis resection surgical procedure, the plastic housing of the maryland bipolar forceps was damaged in the mouth. The procedure was completed with no reported injury.